Event description:
Medtronic received information that 1 year 7 months following the implant of this transcatheter bioprosthetic valve, an echocardiogram was performed at the one year follow up visit and revealed the valve failed due to aortic stenosis and possible hypo attenuated leaflet thickening (halt). It was later reported that halt was not confirmed, and the patient had no symptoms. Additionally, it was noted that there may be a potential switch from the patient¿s anti-coagulation therapy to blood thinner therapy instead. The patient was not hospitalized. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.